Event description:
Pt called to report one of her pumps from ovs sn ((B)(4)) is malfunctioning with error code 1871, the error occurred while pt was using pump, no injury was reported. Pt switched to back up pump. Pt will return malfunctioning pump. Pt will obtain new pump from current pharmacy ((B)(6)). Please note this pt used to be a (B)(6) pt switched to (B)(6). When she switched pharmacies, she accidentally returned one (B)(6) pump and one (B)(6) pump. She kept her second (B)(6) pump and was still using it, even though we are no longer her pharmacy. No info is available regarding pt's md or dosing info. No other info is available at this time.